Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an irritating cough. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an irritating cough. There was no report of patient harm or injury. Despite multiple attempts by email to (B)(6) on 2/3/2025, 2/14/2025, 2/19/2025, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box d: product UDI (rfb), product UDI, operator of the device, operator of device - other are updated in this follow-up. In box g: report source, report source - other, date received by mfg are updated in this follow-up. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid are updated in this follow-up.

Manufacturer narrative:
The manufacturer previously reported the following information listed in quotes below in error. "Despite multiple attempts by email to "'(B)(6)" on 2/3/2025, 2/14/2025, 2/19/2025, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.". Please note that following further review of complaint information it has been found that philips is currently investigating this complaint; however, the device examination has not yet begun. The device is currently at the service center awaiting evaluation. A follow up report will be submitted when the manufacturer has received the device evaluation from the service center. In this report, box d, g, h has been updated/corrected.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an irritating cough. Medical intervention was not specified. The remstar pro c-flex+ device was returned to the third party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the foam particles were not observed inside the assembly. Additionally, the device was scrapped. In this report, box h has been updated/corrected.